Event description:
Patient's epidural pump showed proper function. When the bag was checked, it was noted it was full. Epidural bag did not empty though pump appeared to be working. Patient endured pain because of the malfunction. Additional info: serial number unavailable. Device still in use. Details of the prescription unavailable. Audible alarm for "upstream occlusion" was disabled due to frequency of "false alarms". A double filter system was used (0.2 micron) in-line filter that is part of the infusion tubing itself and then an additional filter between the infusion tubing and the epidural catheter. Pump had been used previously for other pts. There was a bag change that occurred prior to the incident. Security settings require key access for bag changes. Requires key and code for any prescription changes. Infusion mode setting was basal only.